Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent unrelated surgery. Subsequently, the scs ipg was deemed inoperable. Troubleshooting did not provide any resolution. As a result, patient may schedule an appointment with the physician as a next course of action.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Reportedly, therapy has been restored and patient is doing well.

Event description:
Additional information identified that surgical intervention may be undertaken at a later date to address the issue of inoperable ipg.